Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had capsule which failed to attach. The capsule fell off on the patient's stomach. There was no patient and user harm.